Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), reported or identified through this evaluation. Upon further review, the information covered in this record was determined to be non-complaint; however, since an initial medical device report (MDR) was submitted prior to this additional information being provided, this record remains documented in our complaint handling system. It was reported that the patient passed away after withdrawal of support. It was later reported that the patient outcome was not device or therapy related. An autopsy would not be performed, and the pump was not explanted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook are currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists potential adverse events including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the outcome was not device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away after withdrawal of support. The outcome was considered to be device or therapy related. An autopsy would not be performed. The pump was not explanted.